Event description:
It was reported that the patient had passed away on an unknown date. It was reported the cause of death and circumstances surrounding the death was the patient was in pain last weekend. It was reported when the physician refilled the patient's pump in march, they found 2.9 ml of a difference. It was reported the expected reservoir volume was 3.4 ml and the actual reservoir volume was 0.5 ml in the pump. Additional information was received from a foreign healthcare provider via a company representative. It was reported the diagnostics /troubleshooting performed related to the volume discrepancy was that at the last refill around march 30, the patient was okay and there was no clinical trouble. It was reported there were no prior volume discrepancies. It was reported the cause of the volume disc repancy was not determined. It was reported per the hcp, the death was not thought to be related to the medtronic device or therapy. It was reported the cause of death was thought to be from cardiac arrest. It was reported the patient passed away around (B)(6) 2023. It was reported the patient had called the physician the weekend of (B)(6) 2023 because their pain had increased. It was reported the patient's husband had tried to contact the physician but the pain department was closed due to the weekend so he contacted the emergency department which was where the patient passed away.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.